Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 361 mg/dl. Tandem technical support had the customer perform a system check and the occlusion appeared to be related to the infusion set site; however, the customer had been using apidra insulin in the cartridge. The customer changed out the cartridge, infusion set tubing and site. A correction bolus was performed to address the bg level.